Event description:
The user facility reported via medwatch (B)(4)that prior to use of their 4085 surgical table for a patient procedure, the slide function was not working properly.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The hospital's biomed inspected the table and found the internal power cable to the slide motor was excessively taught, with no slack on the cable, causing the power connector to pull off over time. A steris service technician was contacted to repair the table. The technician re-routed the slide motor control board power supply wire harness, tested the table, and returned the table to service. No additional issues have been reported. The table is not under steris service contract and is serviced and maintained by the user facility.

Event description:
No injuries or procedural delays/cancellations were reported.